Event description:
A us distributor returned a charger/modem indicating that it would not power on.

Manufacturer narrative:
Device evaluation of battery charger/ modem sn (B)(4) has been completed. The reported problem (does not power on) has been confirmed. As received, the charger/modem would not power on. Upon eval, the power supply unit was defective. The cause of the inability to power on is the defective power supply unit. The root cause of the defective power supply unit cannot be positively identified. No adverse event resulted from the defective power supply.